Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6)2017 with blood glucose of 22 mg/dl at the time of the incident. The customer was getting low reservoir alarms, changed the set, went to bed and could not wake up. The customer went up to 124 mg/dl and then dropped to 40 mg/dl even with the paramedics treatment. The pump was found to have an empty reservoir at the hospital. The customer was at 260 mg/dl at the time of the call. The customer was given intravenous glucose, food, and chocolate milk to treat. The customer experienced symptoms such as loss of consciousness and body temperature of 30 degrees. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump over delivered insulin. Review of the bolus history revealed that the pump was programmed to give a bolus of 12.9 units to correct a 264 mg/dl blood glucose reading. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and delivery accuracy test. No delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. During the occlusion test, insulin pump recognized the water filled reservoir and infusion set that was installed in the reservoir compartment. The unit was then programmed with a unit fill cannula delivery. Device delivered the units properly with water exiting the infusion set. No prime anomaly noted. The test reservoir volume matches the units remaining in the status screen. No unexpected low reservoir alarm noted during testing. Device had a cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.